Manufacturer narrative:
Updated: b5, h6 section d references the main component of the system. Other medical products in use during the event include: product ID 20 mm simvalve balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID unknown pigtail catheter (lot: unknown); product type: catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%. Prior to release, the patient became unstable. Right bundle branch block (rbbb) was present which proceeded to complete atrio-ventricular block (cavb) and then peri-arrest. Implanters were required to release the valve quickly. On release of the valve, the valve dislodged upwards to a high position on the non-coronary cusp (ncc), estimated at 0mm to -1mm. Patient was stable. It was decided that the valve could dislodge further as there was not much calcium to anchor to, so implanters decided to implant a second valve. The second valve implant was performed successfully in a good position. No additional adverse patient effects were reported. Additional information was received that a non-medtronic (safari) guidewire was used during the procedure. A pre-implant balloon dil atation was performed with a 20 mm non-medtronic (simvalve) balloon. The deployment starting point was at the bottom of the pigtail catheter. A permanent pacemaker was implanted two days following the valve implant.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012234113); product type: 0195-heart valves product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%. Prior to release, the patient became unstable. Right bundle branch block (rbbb) was present which proceeded to complete atrio-ventricular block (cavb) and then peri-arrest. Implanters were required to release the valve quickly. On release of the valve, the valve dislodged upwards to a high position on the non-coronary cusp (ncc), estimated at 0mm to -1mm. Patient was stable. It was decided that the valve could dislodge further as there was not much calcium to anchor to, so implanters decided to implant a second valve. The second valve implant was performed successfully in a good position. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: three media files were provided for review. Valve depth prior to release was deemed adequate at approximately 3 millimeters (mm). In this case, a recapture was not warranted, as the depth was not =1mm or >5mm. The wire should be pulled back from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) with a very slow release. Of note, the guidewire was not retracted, which could have added tension to the dcs and contributed to the valve movement above the aortic annulus. Additionally, it was reported the valve was released quickly due to conduction disturbance and patient instability. Of note, a very slow deployment should be performed as the outflow region leaves the capsule and paddles release. One quarter turns should be used and pauses to minimize any potential movement upon release. This final phase of deployment should generally be completed over 30 seconds. Subsequently, a second valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. The patient¿s executive summary was not provided for anatomical review. Conclusion: the valve remains implanted so no product analysis could be performed. Images were submitted to medtronic for review. Conduction disturbances, such as right bundle branch block (rbbb) and complete atrio-ventricular block (cavb), are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the limited information available, a conclusive cause of this conduction disturbance could not be determined. In this case, a permanent pacemaker was implanted two days post valve implant and no additional adverse patient effects were reported. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case a root cause could not be established but, per the image review, the guidewire placement may have contributed to added tension to the dcs which may have contributed to the dislodge. Additionally, the quick release of the valve due to the conduction disturbance present may have contributed to the dislodge. Updated: h6 corrected: b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.